Event description:
It was reported that the subject device was withdrawn while stuck in the outside position. The issue was found during an endobronchial ultrasound/transbronchial needle aspiration procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.